Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead became dislodged as seen by x-ray. This was addressed by a procedure on (B)(6) 2021 where the lead was repositioned. The patient was stable.

Manufacturer narrative:
Correction: d4, d6b, h4- serial number should be (B)(6) instead of (B)(6).